Event description:
Pt was undergoing a triple spinal fusion surgery and was placed on the device that is recommended by the MFR for use with the table (andrews spinal surgery table). The device is a seven inch headrest pillow. The following morning after surgery the pt had no vision in the right eye.